Event description:
The patient and his diabetes specialist believe the infusion device delivers too little insulin. On (B)(6) 2011 at 11:30 pm, the patient was taken to the hospital by his son. His blood glucose measured 483 mg/dl and he had delivered 200 unites of insulin via the infusion device throughout the day and was unable to lower his readings. Type of treatment received while in the hospital was not provided. His normal blood glucose level is 160 mg/dl. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.